Event description:
It was reported the patient is not receiving effective stimulation compared to stimulation received during her trial. Reprogramming was able to provide partial coverage. Patient indicated stimulation causes pain in her right knee and rib. Follow up indicated the patient does not desire any intervention performed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.